Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during fess procedure, prior to incision but after intubation, stemmed the patient's neck and got a normal response. During the procedure, a trivantage tube was utilized. However, when the surgeon attempted stimulation, the machine made a tweedle noise, indicating no stim. Stimmed the vagus nerve inside the carotid sheath with 3 milliamps and got no visual movement in the muscle. Procedure was extended by less than a hour and aborted the case on the contralateral side. There was no patient injury.

Manufacturer narrative:
H6: code of fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.